Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) proximal right coronary artery (prca) retrograde through the left anterior descending (lad) into a septal branch to the distal rca. The non-abbott microcatheter traversed quickly and smoothly. Antegrade gear was in place and a reverse cart (retrograde approach by the "reverse controlled antegrade and retrograde subintimal tracking (cart) technique") was successful in advancing a pilot 200 guide wire into the antegrade guide. The microcatheter was unable to advance past the distal cap even working in the distal rca for 30 minutes rotating the microcatheter bi-directionally. The decision was made to pull back the microcatheter at which time the tip of microcatheter became separated from the catheter. Using a goose neck snare antegrade it was attempted to pull the guide wire and microcatheter tip into the antegrade guide; however, it would not move. Upon pulling on the snare it broke. The microcatheter was removed retrograde and was replaced with a new catheter trying to nudge the separated microcatheter tip off the guide wire so the guide wire could be removed, but it would not move. The patient was taken to surgery and an incision was made at the location of the entrapped microcatheter tip. The guide wire was cut in half and the surgeon removed the microcatheter tip, guide wire and the remnants of the goose neck snare. The retrograde guide wire was removed through an unprotected septal branch via the femoral sheath. The patient had a ventricular fibrillation event at some point after surgery and remained hypotensive.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was taken back to the cardiac cath lab for placement of an impella (percutaneous ventricular assist device designed to provide a patients heart with hemodynamics support). The patient had an ejection fraction (ef) of 25% and very bad lungs. The patient remained hypotensive and expired on (B)(6) 2015. No additional information was provided. The customer reported the device is being held by the hospital at this time. Investigation is not yet complete. A follow up report will be submitted with all relevant information.